Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for foam remediation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed initial power up. Additional findings not related to the malfunction/issue include missing two feet. The repair evaluation is not complete. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated, and the complaint was not confirmed. The device powered on and operated, as it should and passed all testing.

Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed initial power up. Additional findings not related to the malfunction/issue include missing two feet. The repair evaluation is not complete. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.